Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's home health care nurse reported via phone call that the customer blood glucose was ranging from 40 mg/dl to 499 mg/dl. The patient had been experiencing issues with diabetic comas; she stated that it is hard to wake up. The customer had a recent blood glucose of 40 mg/dl, which her mother treated by feeding her breakfast. The patient stated that she required training on her brand new insulin pump. The insulin pump was not returned for analysis.